Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure (batch no. 624489, 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity : african american. Concurrent conditions included back pain and leg pain. Concomitant products included alprazolam (xanax) since 2010, ascorbic acid;calcium pantothenate;copper gluconate;cyanocobalamin;folic acid;levoglutamide;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc (clinicians nsaid support), bupropion hydrochloride (bupropion hcl sandoz retard) since 2010, medroxyprogesterone acetate (depo provera) from april 2018 to july 2018 and paracetamol (acetaminophen) since february 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression"). In february 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In january 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation on (B)(6) 2018 and ablation on (B)(6) 2018, dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, autoimmune disorder, pelvic pain, hypersensitivity, menstrual disorder, cystitis, urinary tract infection, vaginal infection and dyspareunia outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, autoimmune disorder, cystitis, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications from-the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: right & left fallopian tubes are no longer patent. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: urinary tract infection lot numbers and exp/MFR dates 624489 apr2009 / may2007. 624478 apr2009 / may2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: ablation surgery added. New event dysmenorrhea (cramping), vaginal discharge were added and concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.